Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an occlusion alarm was confirmed. The cause of the reported condition was due to an issue with the latch roller and the shim being out of calibration. To correct the issue the latch roller was replaced and the shim was adjusted. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.